Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the pt was intubated and the therapist went to attach the resuscitation bag to the endotracheal tube (ett) and the adapter on the bag that attaches to the ett separated from the valve mechanism of the bag. The therapist was not able to reattach the adapter to the bag. The anaesthesiologist performed mouth to endotracheal ventilations until another bag was obtained. No incident related medical sequela was reported.